Event description:
The cysto-nephro videoscope was returned to the service center with a report of a loose sheath. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, corrosion was found on the instrument channel port and the objective lens, likely due to stress/degradation. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the instrument channel and objective lens corrosion could not be determined, however, the issue was likely the result of repetitive use stress, insufficient device cleaning/reprocessing or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.